Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy. The surgeon could not squeeze the handle to fire the device. A demo cartridge was connected to the handle in question and the firing was successful. No patient injury.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy. The surgeon could not squeeze the handle to fire the device. The case was completed using a new handle and the same reload. A demo cartridge was connected to the handle in question and the firing was successful. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.